Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens optic was stuck in the injector plunger tip, caused the haptic broke. Lens was removed during initial procedure. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).